Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2013, patient underwent a left total knee replacement surgery and was implanted with an optetrak device, including an optetrak logic ps sz2.5 tibial insert, size 11 mm made of polyethylene. Patient was diagnosed with aseptic loosening of her left knee replacement and osteoiysis and she underwent revision surgery of her left knee on (B)(6), 2021. Patient underwent a six-hour revision surgery and required six days of hospitalization following the procedure. During the revision surgery, patient's surgeon stated, "there was copious amounts of osteolytic tissue." The femoral component was noted to be grossly loose, and patient's surgeon could "actually pick it up off the femur manually." The tibial component was identified and demonstrated cavitary lesions along the medial tibial plateau along with significant osteopenia. Upon information and belief, the loose components and osteolysis in patient's left knee was due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of prosthesis wear and loosening. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. Additionally, contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed.

Manufacturer narrative:
As a result of investigation, the following fields have been added/updated: d4, g3, h4, h7, h9. Further information and/or investigation results will be provided within 30 days of receipt.